Event description:
The customer reported that the insulin pump alarmed low battery and had blank display. Troubleshooting was done. Customer's blood glucose was 223 mg/dl. Advised the customer that battery cap would be replaced. Customer will monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).